Event description:
The pt had a aortic valve implanted a few months ago. Transesophageal echocardiogram found there to be a periaortic valve prosthetic leak in a noncoronary cusp thought to be the cause of this patient's shortness of breath.